Event description:
The medical center was utilizing an impella 5.5 for support of a pediatric patient with multiple cardiac comorbidities. There was a purge leak that was bypassed. The patient had been mobile and walking for physical therapy. The team made choice to replace the pump and found at the removal that the pump broke to 2 pieces. At the removal of the pump the artery was dissected and was treated by covered stenting.

Manufacturer narrative:
The medical center returned the impella pump product for analysis and investigation to root cause of the detachment. The catheter was found to have multiple kinks. The cause of the detachment was determined to be excessive force by the operator. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation into the reported 'purge leak - pump, cannula/pigtail detachment and vascular damage - peripheral vessel" has been completed since the original report was filed. Product was returned for investigation. The device was visually inspected and found that the catheter was observed to be detached from the motor with kinks in the catheter and the sidearm was detached from the red handle tubing. The sidearm was not returned for review. Biomaterial observed in the outflow. The cause of the purge leak was most likely damage to the filter to tubing joint due to patient movement. The cause of the vascular damage was most likely excessive force leading to the catheter detachment since kinks in the catheter were observed.